Manufacturer narrative:
Exact date unknown, event occurred in 2015. Explant date : 2015.

Event description:
It was reported that patient underwent an explant procedure for an unknown reason. The explanted device was not returned. No further information has been obtained despite good faith efforts.